Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information during the implant procedure there was non-capture with the left ventricular (lv) lead when connected to the device. The lv lead displayed appropriate capture when tested with the pacing system analyzer (psa). It was confirmed that the lead had been inserted into the correct port. A new crt-d was attempted and the same issue presented. Mineral oil was applied and it was confirmed that the terminal pin was fully inserted into the device header. The issue had resolved. It was suspected that the lead was not fully inserted into the device header of the attempted device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An lv-4 lead was inserted into the device header multiple times without any issue. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.